Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that hands were not washed and dried prior to finger stick testing. No additional event or patient information is available. Labeling indicates: preparing for calibration - your sensor depends on you to help make its sensor glucose readings accurate. If you don't prepare properly for the calibration, your sensor may not provide you with the most accurate sensor glucose readings. Eight steps to successful calibration: do: 1. Wash and dry your hands before staking a fingerstick measurement.